Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Stenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that 2 months post implantation of 3 xience v stents in the proximal left anterior descending artery, the proximal edge of the 3.0 x 18 mm xience v stent was found to have edge stenosis along with a new lesion proximal to the stent. A 3.0 x 18 mm xience v stent was implanted proximal to the index stent. There was no adverse patient sequela reported. On (B)(6) 2011, the event resolved and on (B)(6) 2011, the patient was discharged. There was no additional information provided.